Event description:
Caller alleged discrepant results (poor precision) comparison of inratio test compared with lab results. Results as follows: lot no.: 213078; 1st-inr: 1.6; 2nd-inr: 3.1; 3rd-inr: 2.2. Lot no.: 213038; 1st-inr: 1.7; 2nd-inr: 3.0; 3rd-inr: 2.0.

Manufacturer narrative:
As of today, products associated to this complaint have not been returned. Inratio precision data provided by end-user lot: lot no.: 213078; 1st-inr: 1.6; 2nd-inr: 3.1; 3rd-inr: 2.2. Inratio meter: mean: 2.30; sd: 0.75; %cv: 32.83. Since 32.83% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested if returned. Lot no.: 213038; 1st-inr: 1.7; 2nd-inr: 3.0; 3rd-inr: 2.0. Inratio meter: mean: 2.23; sd: 0.68; %cv: 30.48. Since 24% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested if returned. As of today, products associated to this complaint have not been returned.